Event description:
Consumer reports that she purchased a bottle of this product used it for the first time. She states that approx 30 mins after putting in her contacts she had excessive tearing. One hour later she removed her contacts and stated that her vision was blurry and her eyes were extremely painful. She went to the emergency room with severe pain and headache. She follow-up with an eye clinic that diagnosed her with "toxic keratopathy secondary to cleaning solution toxicity" and was treated with ocular antibiotics and pain medication. The consumer reported she is also experiencing photophobia and she has an appointment to see a corneal specialist. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Evaluation of retention sample lot 113455f has been requested. Batch records were reviewed and no deviations were identified. Add'l info was requested from consumer by mail and phone. Add'l info requested from ophthalmologist by fax and phone. A completed questionaire has not been received.